Manufacturer narrative:
Batch review performed on 20 february 2017. Lot 114140: (B)(4) items manufactured and released on 12 january 2012. Expiration date: 2016-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The cause of pain is unknown at this time. The surgeon revised the insert. The surgery was completed successfully.